Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s pump dropped down after implant because it was ¿too heavy¿. The pump was at his belt line and was causing discomfort. It was also reported that in the last four months, he was experiencing extra pain above the fusion in his back as well. The reporter also asked how the catheter could be checked. The patient¿s current hcp had only seen the patient once on (B)(6) 2014 and was unaware of any pump problems or if the patient was experiencing any symptoms as there were reportedly no issues then. The patient reportedly had recovered without permanent impairment however it was noted again the hcp had only seen the patient one time. The device system was used to deliver fentanyl, bupivacaine and baclofen at the time of the event however the start date of each medication was not known to the patient¿s current health care provider (hcp) but it was indicated all three medications were on-going. Additional information has been requested regarding the patient¿s outcome but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.